Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error 1108 machine pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor a delay to therapy noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Replacement of sol2 & 4 does not correct the issue. Da pcba needs to be replaced. Return visit required.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the da pcba to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the da pcba board into a pi ventilator to duplicate the reported issue. Functional analysis was performed and identified that the device pressure accuracy testing failed for machine pressure sensor. In addition, the suspect da pcba generated a diagnostic code 1108(postmachpresssensorazfailed) during a standard test bed operation and verified in the log taken at pil2. The technician could determine that the machine pressure sensor(u7) is faulty and out of specification at 0 cmh2o of pressure.

Manufacturer narrative:
The removed solenoid valve (number 2) was returned to the product investigation lab (pil). The pil technician installed the component into a pil ventilator to duplicate the reported issue. The solenoid was connected to machine pressure auto zero position (position 2) of the gas delivery subsystem, the pil v60 standard test bed was powered on for a minimum of 20 minutes with the intent to exceed the 15-minute interval called out in (B)(4) for the continuous built-in-test (cbit) testing for machine and proximal auto zero testing. Pil tech verified and confirmed that the returned suspect solenoid is faulty. D4 - product UDI is updated.